Event description:
During diagnostic angiogram, moderate lesions were viewed in the mid lad. Various vessels were to be very tortuous and visualization was apparently easy for the fellow doing the case. Inadvertently, the pressurewire was advanced down the wrong vessel (first diagonal branch) which was also quite tortuous and the vessel was dissected. Stents were deployed in the lad to treat the diseased artery as well as the diagonal to treat the dissection. The pt had ongoing chest pain approximately six days later and returned for a repeat angiogram. The 1st stent was patent. The pt did not suffer any permanent effects from the vessel dissection and the event did not lengthen her stay at hospital.

Manufacturer narrative:
As the product was not returned, we were unable to identify a definitive root cause. We do not believe that there is any evidence of a device malfunction or any deficiency with the instruction for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.